Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to retrieve saved patient data and images. There is no report of injury or death associated with the event described in this complaint.